Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the device replacement procedure it was observed that the setscrew could not be engaged. It was noted that no splice kit was implanted. The wrench did not fit in the screw hole. It was suspected that the setscrew had been replaced during the implant procedure with a different setscrew that did not have a hole for the wrench to engage. As a result, the ventricular lead could not be disconnected. A second wrench was attempted and the port for the lead connection was crushed. The lead was cut and abandoned. A new lead was implanted with the replacement implantable pulse generator (ipg). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The returned device indicated a damaged set screw and connector head. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.